Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed atrial lead undersensing during atrial arrhythmia episodes that caused falsely terminated episodes and inappropriate mode switch behavior. The lead remains in use. No patient complications have been reported as a result of this event.